Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. Batch#: 3333380 ,4008857.

Event description:
It was reported that bd syringe 50cc ll tip convenience pak had foreign matter batch#: 3333380 ,4008857. It was reported by customer that the particulate was observed within the fluid path of bd syringes. Verbatim: rcc received a complaint via email. Email(s) attached. Particulate was observed within the fluid path of bd syringes. The following extrinsic particles were identified via fourier transform infrared spectroscopy (ftir): ¿ paper (cellulose) ¿ cotton-rayon ¿ olefin-nylon.

Event description:
Material #: 309680 batch#: 3333380 ,4008857. It was reported by customer that the particulate was observed within the fluid path of bd syringes. Verbatim: rcc received a complaint via email. Email(s) attached. Particulate was observed within the fluid path of bd syringes. The following extrinsic particles were identified via fourier transform infrared spectroscopy (ftir): ¿ paper (cellulose) (bd part # 309680). ¿ cotton-rayon (bd part # 305618 and 309680). ¿ olefin-nylon (bd part # 309680). Customer response for follow-up: I apologize, I missed the questions in your original email, please see the responses to your questions below: 1. Please provide the date of events for mentioned lots. ¿ 3333380 (bd part # 309680) was observed on (B)(6) 2024. ¿ 4008857 (bd part # 309680) was observed on (B)(6) 2024. ¿ 2334749 (bd part # 305618) was observed on (B)(6) 2024. 2. Was the issue identified before use on patient or during the use? The issue was identified and quarantined prior to use on a patient. 3. Has there been any patient impact (serious injury, medical intervention, change of treatment required)? There has not been any patient impact, the product has not been used on a patient. 4. Confirm the number of quantities affected. ¿ 3333380 (bd part # 309680) quantity affected: 6. ¿ 4008857 (bd part # 309680) quantity affected: 6. ¿ 2334749 (bd part # 305618) quantity affected: 11.

Manufacturer narrative:
Our quality engineer inspected the 4 photos submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the photos. In the photos foreign material can be observed on or in the sample. It was unclear as to whether the foreign material was within the body of the syringe or not. Bd cannot confirm the cause of the failure since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.